Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr, ous 2.5x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a bend in the centre strut causing the strut to be become lifted. There were no signs of damage; stretching or lifting of the remaining stent struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The stenosed, diffused, de novo, with a bend target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 6f non-bsc guide catheter was engaged to the lesion. The physician did check the shoot which revealed that guide catheter was engaged beyond proximal lad. A series of predilation was performed with 1.5x6 and 2x9 balloon catheters. A 2.50x32mm promus element " plus drug-eluting stent was then advanced but failed to cross the lesion even after multiple attempts. The device was removed from the patient and repeated dilatations were performed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.